Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample with the meter and the result was 3.6 inr. The patient was not sure if she was using enough blood when collecting a sample for testing. Within 7 hours, a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 2.6. The patient was not sure no adverse events were alleged to have occurred with the patient. The patient was not treated and medication was not changed based on the meter result. The patient's current condition is good. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week and one a month at the clinic. The patient was not anemic and did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not been changed for the last 2 years. The patient's medications have not been changed since last tested. The patient's diet has not been changed since last tested. The patient has not had bleeding or bruising. The patient has not cleaned the heater plate of the meter recently. The patient's product was requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to the master lot (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.